Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Multiple infusion set changes were performed and the issue continued. A cartridge change was performed resolving the issue. Customer's blood glucose level was 400 mg/dl.